Event description:
An end user called in to report she had red rash under entire adhesive portion upon removal of the first pouch she used. The product was in use for 4-5 days.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user discontinued use of the product and returned to another brand product. The end user also stated the rash cleared by going back to her previous product. From a clinical perspective a causal relationship between the esteem 1 pc drainable invisiclose drainable pouch and this event is deemed possible because product use it temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date, should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to note: the actual date of event is unk, so the date used was the date convatec became aware.